Manufacturer narrative:
Other UDI: part and lot numbers are unknown; UDI number is unknown. Initial date should have been 06april2005. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient died on (B)(6) 2008, did not complete study. Patient was last seen on (B)(6) 2007. The cause of death is unknown. This tree is for: anticipated adverse event on (B)(6) 2004 for chronic cervical pain disorder status post c6-c7 acdf implant. Treated with medications, muscle relaxants. Cervical plate removal on (B)(6) 2004. Treatment is ongoing with pain management, office follow-ups and neurology consultation. Possibly related to surgery, definitely related to implant - per investigator. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional patient information: patient (B)(6). The exact date of onset for the patient¿s pain is unknown, but it was reported to the physician during a follow up visit on (B)(6), 2004. This report is for one (1) unknown acdf spine construct. Unknown, as specific part and lot numbers for the complainant device/construct were not provided. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported via prodisc-c clinical study that (B)(6) underwent an anterior cervical decompression fusion (acdf) using an unknown spinal system at levels c6-c7 on (B)(6), 2004. There were no reported complications during the procedure. The patient was discharged on (B)(6), 2004 with a prescription for tylox (1- 2 tablets every 4 hours as needed). Fusion hardware was removed on (B)(6), 2004 with no reported complications at discharge. The following complications were reported: date reported - october 12, 2004: (B)(6) 2004 - the patient reported problems swallowing (dysphagia) during her follow-up visit on (B)(6), 2004. X-ray imaging showed graft in good position. The plate moved to the right by 5mm and was off the vertebrae by several millimeters. As a result, the fusion hardware, which consisted of the cervical plate and screws, were removed on august 26, 2004. Date reported - march 10, 2005: chronic cervical pain disorder post c6-c7 acdf implant procedure. The patient was treated with medications, including muscle relaxants. An MRI taken on (B)(6), 2004 showed night kyphosis ar c5-c6 disc level and secondary mild cervical causal narrowing with no compression. The patient&#38112;treatment is ongoing with pain management, office follow-ups, and neurological consultations. Date reported - march 10, 2005: (anticipated adverse events) cervical myofascial dysfunction post c6-c7 acdf on (B)(6), 2004 and post hardware removal on (B)(6), 2004. Outpatient care without surgery: pain medication, physical therapy, brace, and muscle relaxants. Treatment is ongoing with pain management. This report will address the neck and musculoskeletal pain that the patient reported during a follow up visit on (B)(6), 2004. This report is for one (1) unknown acdf spine construct. This report is 2 of 3 for (B)(4).